Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that 2 drills broke during operation. The broken-off drills were then pierced and removed contralaterally. The procedure was delayed by 15 min.

Event description:
It was reported that 2 drills broke during operation. The broken-off drills were then pierced and removed contralaterally. The procedure was delayed by 15 min.

Manufacturer narrative:
Please note the correction to d4 lot #. The reported condition could be confirmed as the drill bit is broken. The device inspection revealed the following: the visual inspection has shown that the drill bit is broken off at the cutting flutes, the visual inspection has shown that the drill bit is broken off at the crossover from the cutting flutes to the shaft, the fragment was returned for evaluation. The microscopic inspection shows that the breakage surface reveals typical characteristics of a ductile overload fracture, where first a permanent distortion of the material occurred with a subsequent fracture of the material. The visible shear lip is also an indication the the fracture was ductile. There are nicks and dents at the flutes in the area of the breakage visible. These damages are an indication for an metallic contact, most likely with the nail during drilling. A hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of the fracture zone shows that a mechanical overload by applying excessive torsional force, most likely caused by an metallic contact with the nail, did lead to the breakage of the drill bit. If any further information is provided, the investigation report will be updated.